Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the product be returned, a supplemental report will be filed following the completion of the analysis. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the valve could not be positioned correctly, which prompted the valve retrieval. A stiff guidewire is recommended to be anchored in the left ventricle to assist with tracking and positioning of the delivery catheter system (dcs). The likely cause of the positioning issue of the dcs was the soft wire used with the wire going through to the mitral valve. The user chose to retrieve the valve, which is not recommended in the instructions for use (IFU). During valve retrieval the capsule could not be fully closed to support the capsule, leaving the plunger tip unsupported. In this case, it was reported the plunger tip became snagged on the distal end of the introducer sheath, breaking when tension was applied to the dcs to get it through the sheath. To date, the device has not been returned for analysis. If the device is returned or additional information is received, the analysis and investigation will be reopened and a supplemental report will be filed.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the right femoral vein was accessed for wire access (not corevalve access). Due to thrombus on the apex of the left ventricle (lv), the operator wanted to create a bridge with the wire between the aortic valve and the mitral valve to prevent the wire from sitting in the apex of the lv. From the right femoral vein the operator advanced the guide wire to the right atrium, used a septal puncture device to gain access to the left atrium and then placed a wire into the lv. The left femoral artery was accessed and a snare was used to pull the wire from the lv into the ascending aorta. The guidewire was then running from the right femoral vein to the left femoral artery. A gore sheath was used at the left femoral access site and this was the access site used for the corevalve/dcs. A terumo guide wire (glide) was used as it is softer than the commonly used guide wires and a soft wire was needed to bridge the mitral valve to the aortic valve without damaging the mitral apparatus. At 2/3 deployment, it was determined the valve was too low, the operator applied tension and the valve moved up out of the targeted location. It was reported that with the soft wire the positioning of the valve was more difficult. The operator chose to retrieve the valve and when the plunger tip of the delivery catheter system (dcs) reached the distal end of the gore sheath, the nose cone caught on the sheath and detached. The valve was successfully retrieved. The wire access was pulled and it is unclear whether this was intentional or was done as the patient was undergoing CPR. It was noted the plunger tip was in the descending aorta right below the renal arteries. The operator used a snare to retrieve the tip into the gore sheath with no patient complications. A second valve was successfully implanted with the wire initiating from the left femoral artery. It was reported there were no issues with the dcs during loading or deployment and no anatomical issues to influence the procedure. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.